Manufacturer narrative:
The device was successfully exchanged with another pvad lvad, and the pt remains ongoing on biventricular support without any further issues reported. Additional info provided to the MFR indicates that the device was discarded by the hosp at the time of the device exchange, as the hosp did not suspect a device related issue. The attached user facility report was received from the registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was supported with two paracorporeal vads (pvad) for biventricular support. It was reported by the vad coordinator that the outflow graft of the pvad supporting the pt's left ventricular had clotted and subsequently, a decision was made to exchange the pump with another pvad.